Manufacturer narrative:
(B)(4). Batch # t5d73l. Device analysis: the analysis results found that the pph03 device arrived with no apparent damage without staples present and with the breakaway washer uncut and indented. The device was reloaded with staples and tested for functionality with a test washer. The device formed all the staples, as well as completely cut the test media and the breakaway washer without incident. The staple line was complete and met the staple form release criteria. The condition of the washer indicates that the device had not been fired through a full firing stroke, or possibly that the orange indicator was not fully into the safe green firing range. In addition, it should be noted that if the firing sequence is not complete (the firing handle reaches its stopping point and the firing trigger is parallel to the instrument handle), staples could be partially deployed without cutting the washer. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformance were identified.

Event description:
It was reported that during an unknown procedure, bleeding occurred after firing the device. The amount of the bleeding was small/slight. No blood transfusion was required. Additional suture was performed to complete the case and the patient is now stable. There were no adverse consequences to the patient. The patient is stable. No further information is available.